Event description:
It was reported that during the procedure, after removing the protective balloon sheath with difficulty, but no excessive force applied, from a 3.5x12 nc trek rx balloon dilatation catheter (bdc) was advanced via femoral access to a mildly calcified, de novo, 80 to 90% stenosed lesion in the non-tortuous mid right coronary artery without resistance. The nc trek rx balloon would not inflate at all. The nc trek rx bdc was withdrawn from the anatomy without resistance. A non-abbott bdc was able to be used/inflated successfully. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. The outer member had stretched proximal to the proximal balloon marker, for a length of 1mm. The noted stretching was not reported and most likely resulted from the resistance with the protective sheath during sheath removal. It was noted that the inner member had separated inside the balloon at the proximal balloon marker. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficult inflation and separation were related to the protective sheath removal issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.